Manufacturer narrative:
Reliability analysis evaluated 4 opened/used reservoirs performed pre-fill reservoirs. Three of 4 reservoirs passed per inspection, no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Remaining reservoir failed per inspection found reservoir transfer guard needle occluded.

Event description:
Customer reported via phone call that reservoirs were not able to fill. Customer also reported air bubbles in reservoir. Customer saved reservoir for analysis. Customer's blood glucose was 100 mg/dl. Reservoirs would be replaced.